Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to read the screen. The customer's blood glucose levels were not adversely impacted. Customer was instructed to switch to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which was arranged by technical support. Instructions for putting the pump into storage mode and returning it with a prepaid label were provided, and the customer acknowledged understanding these instructions.